Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
An elective explant of an evoke spinal cord stimulation (scs) system was performed. The patient had been implanted for approximately 13 months and during this time the patient reported pain relief for their radicular symptoms but discontinued using the evoke scs system due to progressive pain in their lower back. The evoke scs system was confirmed to be functioning as intended prior to the explant. It was noted that the patient was considering alternative surgical interventions to address the underlying scoliosis.

Manufacturer narrative:
Correction and additional information: section d - expiration date; device available for evaluation; date returned to manufacturer, section g - date received by manufacturer; type of report, section h - device manufacture date; evaluation codes. The evoke closed loop stimulator (cls) was returned to saluda. The device passed visual and functional testing, with no anomalies identified. The patient requested explant due to progressive lower back pain caused by their scoliosis.